Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level was over 400 mg/dl. Customer resolve the issue by changing the cartridge and was able to resume insulin delivery.